Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported patient was receiving tpn (1920cc) 80ml per hour started on (B)(6) at 7pm. The next day at 12 noon user noticed less in bag than expected. No patient harm reported .

Manufacturer narrative:
The customer¿s report of an overinfusion of tpn was not confirmed nor replicated. Analysis of the pcu event log shows the vtbi of the infusion running at 80ml/hr was changed to 1920ml at 7:06 pm on (B)(6) 2015. At 9:26 pm, the volume infused was cleared. At 5:12 am on (B)(6) 2015, the volume infused was cleared. At 11:58 am, the device was channeled off. The volume recorded as being infused during this period was 1343.849ml. The starting volume of the fluid container cannot be determined from the device logs. The root cause of the customer¿s report of an overinfusion of tpn was not identified. No device or infusion set was returned for investigation.